Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby2527 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient had a PICC in place, and flushing became difficult. It was determined by facility to replace the PICC line. When line was removed it was stated that a kink was found in the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed but the exact cause is unknown. One 4 fr powerpicc solo catheter was returned for investigation. A statlock device was returned attached to the wings of the catheter. Adhesive tape residue was observed on the catheter. Two white pieces of adhesive tape were observed between the 7 cm and 9 cm depth markers. A kink was observed between the two white pieces of tape between the 8 and 9 cm depth markers. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion. Resistance was felt initially when attempting to flush. Based on the description of the reported event and condition of the returned sample, possible contributing factors include placement location and patient anatomy. As a kink was observed, the complaint is confirmed but the exact cause is unknown. A partial occlusion may have been a contributing factor to difficulty infusing. The IFU states ¿caution: avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reby2527 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a PICC in place, and flushing became difficult. It was determined by facility to replace the PICC line. When line was removed it was stated that a kink was found in the catheter.